Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, an insulation anomaly was observed on a previously capped right ventricular lead. The inactive lead remained implanted.